Event description:
It was reported that the customer was hospitalized from (B)(6) 2014. Customer's blood glucose levels at the time of hospitalization was over 600mg/dl. Customer treated with manual injections prior to being hospitalized. The customer also stated that the current insulin pump they have makes noises when they deliver insulin. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.